Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07290. Follow up information identified the patient underwent scs system explant.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07290. It was reported the patient experienced ineffective stimulation. The patient feels pain with stimulation turned on. Reprogramming attempts have been unsuccessful. X-rays were ordered, however the results are unknown. As a result, the patient may be awaiting explant.